Event description:
I had 104 degree temperature, was dizzy, had migraines, back pain, could not walk without collapsing,and was throwing up all day. Migraines, dizziness, fatigue, back pain, nausea, dental tooth pain and gum infections, bruising all over body, red boil like marks all over body, continuous acne all over body, abdominal pain, brain fog, forgetfulness, emotional issues- uncontrollably crying, anger ect...